Event description:
Healthcare professional reported through clinical study follow-up that approx. 72 months post implant the valve was explanted due to subacute bacterial endocarditis. The valve was replaced with a hancock ii, model t510. This is the same patient as report #2025587-1997-58.